Event description:
Customer reportedly obtained results of 95 mg/dl and 201 mg/dl on the advantage system while the pharmacy meter read 215 mg/dl within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.